Event description:
A patient reported she was playing around and trying to test all her programs to see how they felt. The patient stated she wanted to go back to the original setting she was on when she got implanted, but does not know how. The patient stated she did not remember what setting she was on before. The patient stated when the instructor gave her the patient programmer (pp) they put tape on the stimulation on and off button and said not to turn stimulation on or off and so she does not remember her setting she was on. The patient stated she was currently on program 1 at 1.6 v and stimulation was too strong. The patient further stated stimulation was not uncomfortable in the pelvic area, but she meant stimulation was uncomfortable in her feet. The patient stated the stimulation was so strong that her toes were separating. The patient stated she can feel uncomfortable stimulation in her toes and hands. There were no trauma or fall related to the issue. There was no recent medical test or emi environmental exposure. The patient decrease stimulation on program 1, but that did not resolve the issue. The patient then tried program 2 and stated the issue was not resolved. The patient stated they felt more stimulation in the left foot than the right foot. The patient stated they were instructed to not touch the stimulation on/off button, but the patient stated she can still press that button. The patient turned the stimulation off and the patient confirmed she still felt a bit of stimulation in her pelvic area and feeling a bit better. The patient wanted to try program 3. The patient changed to program 3 and stated she does not feel uncomfortable stimulation in hands, but the left foot was still separating. The patient planned to follow up with the healthcare professional (hcp). The patient noted they had been feeling uncomfortable stimulation/strong stimulation in her feet and hands since implant. The patient mentioned that she used an exercising piece of equipment that goes around her waist that produces contractions. The patient stated the equipment is an abdominal muscle toner called "the flex belt." The patient confirmed that it produces electrical impulses. The patient stated she had implant, and then she started using the equipment 2 weeks ago. The patient also mentioned the pp battery picture on the screen of the pp was almost empty. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Event description:
A patient report she has interstim implanted for fecal incontinence due to a prolapsed rectum. The patient reported she is getting some tingling in her feet and hands. The patient noted she had a spinal surgery a year ago and one of the ¿sign¿ of the spinal surgery was tingling in the hands. The patient reported she is not in pain or discomfort, she did note that the tingling is annoying the hell of her hands and feet. The patient also noted she has raynaud¿s disease, so her circulation is not good. The patient noted the higher the amplitude the more distress she has on her left foot, and when she decreases it starts to get ¿easier¿ and the same with her hands. The patient noted she had a fall that could be related to the issue, the patient noted she fell and injured her knee. The patient also noted an incident when she picked up a watermelon and felt the stimulation sensation move. The patient stated she has also been carrying packages home and vacuuming the house ect. The patient noted she was not informed of any activity restrictions after implant. The patient was on program 1 and tried programs 2, 3, and 4 during the call because she was wanting to assess how they affect her tingling sensations. Initially the patient reported that when she changed to program 3 the color was back and her toes were moving more easily, however after changing to program 4 then changing back to program 3 the patient stated it is no longer doing so. The patient has an up coming appointment with her healthcare professional (hcp). The patient noted she is afraid she will need another surgery, there was no date of a surgery. The patient was not sure when these tingling sensation started, she stated maybe a week ago. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.